Event description:
A report was received that the patient underwent a pocket revision to relocate the ipg due to the ipg moving around in the pocket. The physician moved pocket from mid back to buttock and implanted 2 new lead extensions. The patient is reportedly doing great following the procedure.